Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The physician attempted to place a taxus express2 2.5 x 20mm drug eluting stent to the 90% stenosed lesion located in the severely calcified, moderately tortuous, left anterior descending (lad) artery, but was unable to cross the lesion. Upon withdrawal, it was noted that the stent edge was flared. The procedure was completed with another taxus stent, same size. No pt complications occurred. Pt status post procedure is noted as good.

Manufacturer narrative:
.